Event description:
This was a leep procedure. A stryker loop t-bar electrode w20 d15 l120, ref: 0703-320-015, lot: 2230013, exp: 2025-07-17 was used. The electrode broke during the procedure. The surgeon confirmed nothing broke off inside the patient. A different electrode was then used to complete the surgery.